Manufacturer narrative:
(B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00398. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not power on. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. No fault found with the device. Device returned to full functionality.